Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not infused the correct volume when in used - no medication or medline external syringe. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Service history review indicated no previous service history. The reported issue was confirmed by running the occlusion test and it was verified that the check clutch error occurred during the test. The root cause of the reported issue was worn out clutch parts. The left and right clutch were replaced to fix the issue. The plunger tube and carriage were also replaced because the plunger head was off to the center. The device then passed all the testing and is fully operational.